Event description:
Reportedly the user developed recurrent swelling at the surgical site. An infection was present and the device extruded. The device was explanted. Reimplantation is considered. A accident/ trauma might have contributed.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an infection and extrusion of the device through the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. Re-implantation is considered but no date has been scheduled yet.

Event description:
Reportedly the user developed recurrent swelling at the surgical site. An infection was present and the device extruded. The device was explanted. Reimplantation is considered. A accident/ trauma might have contributed.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.